Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 and the insulin pump received no delivery alarms. The customer¿s blood glucose level was time of incident was 600 mg/dl and current blood glucose level was 250 mg/dl. The customer was treated with intravenous drips for insulin. The customer also reported that the blood glucose was over 600 mg/dl due to no delivery alarms. Customer reports the following symptoms related to their high blood glucose level like vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was assisted. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08690 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device was programmed with multiple boluses and monitored. All boluses delivered properly. No unexpected no delivery alarm noted during testing. Device had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.